Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end user states that they have begun developing a red itchy rash beneath the wafer. The end user had not sought medical attention, nor applied any medications to the site. The area has become red and crusty and is the shape of the wafer. The end user stated that there was not any redness beyond the border and no weepiness. It was suggested that the end user contact their healthcare provider for an antifungal. Also, the end user was instructed in the use of ostomy powder and barrier wipe application. The patients subsequent outcome was not noted.